Event description:
It was reported that high, out of range, high voltage lead impedance was observed. A separate lead will be used for the pace/sense function. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.